Event description:
It was reported that foreign material was found in sterile packaging.

Manufacturer narrative:
Alleged failure: per customer, ¿small bug found on inside of sterile packing. Could not use it and had to open another suction irrigator. RMA (B)(4) salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be foreign material fell inside during packaging or manufacturing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found in sterile packaging.